Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 15th, 35th and 36th distal stent wraps with struts raised, bunched and overlapping. Numerous kinks were evident along the hypotube. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute integrity rx drug eluting stent to treat a severely calcified lesion which was none tortuous in the midportion region of the rca with 79% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Resistance was encountered when removing the sheath, the sheath was gripped on the most distal part during removal. The stent was inspected post removal of the sheath and no damage was noted. The stent was handled directly post removal of the sheath. Negative prep was performed with no issues. The lesion was not pre-dilated. The physician observed that the device had difficulty in crossing the lesion due to intensive calcification. Resistance was observed; excessive force was not used. Strut damage was noted. The procedure was completed with a medtronic device and there was no injury to the patient. It was reported that the physician commented that the event was due to use of the device in a difficult lesion morphology/anatomy, ie the event was procedural related and not device related.